Event description:
The ge oec 9800 fluoroscopy system had l-arm locks that would not securely hold the c-arm in place.

Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the lock handle and tightened the lock for proper operation. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.